Manufacturer narrative:
Section d4, h4: additional information. Device evaluation: the report of device thrombus was confirmed based on the evaluation of pump. Evaluation of the log file data provided by the account confirmed low flow alarms, as well as elevations in pump power/estimated flow. A direct correlation between the reported grinding noise and pump could not be conclusively determined through this investigation. Upon disassembly of the device, a deposition was found surrounding the inlet bearing cup. The deposition was tissue-like in nature, denatured, and displayed laminated layering, suggesting that it developed in the pump over an undetermined amount of time while the pump was operating. An additional deposition was situated in-between the outlet bearing ball and stator blade. The deposition was tissue-like in nature and displayed evidence of denaturation. This formation lacked laminated layering, suggesting that it did not initially form in the outlet stator. The deposition¿s origin and a duration of time for which it was present in the pump could not be conclusively determined. The observed depositions found in the pump could have contributed to the reported elevated ldh. Examination of the remaining pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii lvas IFU lists thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines indications of pump thrombosis, as well as how to respond to such events. Information regarding inr range is also provided in this document. The relevant sections of the device history records (doc. # 53272254, 53193436, and 204881) were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on the event.

Event description:
Correction: it was reported that patient was stable on inotropic support. Patient presented with dark tea colored urine and lactate dehydrogenase (ldh) of 1200 u/l range up from 800 u/l within 1-2 days prior inr 6. Elevated flows and powers were observed in log files. Pump produced a grinding noise. Ramp echo study was performed which showed positive signs for little to no forward flow. Pump was exchanged on (B)(6) 2019 due to pump thrombosis. Pump was returned for investigation.

Manufacturer narrative:
Approximate age of device ¿2 months 19 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2019. It was reported that the patient was admitted for concerns of pump thrombus. The patient experienced decompensation, n/v, weakness and decrease in appetite. It was found on assessment of the pump speed that the speed continued to fluctuate erratically after log files were sent which was concerning for pump thrombosis. Ramp was completed and av never closed at 11,000rpms. Upon auscultation of the vad, a high pitched almost-pulsatile noise was found. It was decided to do emergent pump exchange next-day. The expected alarm did not occur. Patient had supratherapeutic inr at time of finding but recently had a subtherapeutic stretch of inrs after being treated for sepsis of unknown origin. Patient was appropriately treated with lovenox injections once subtherapeutic inr was identified. No additional information was reported.